Manufacturer narrative:
Qn# (B)(4). The device was discarded by the user and therefore is not available for investigation purposes. The complaint cannot be confirmed based only on the information received. The root cause cannot be determined. No preventative/corrective actions can be established. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint alleges "the plastic light pipe on the miller 2 blade broke off during intubation into the patients mouth". It was reported there was no patient injury or complication. (Cont.). A new blade was obtained for use and performed the intubation successfully. Customer reported the broken device was discarded.